Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06857, 0001822565-2018-06866, 0001822565-2018-06869. Cortical bone screw self-tapping hex head 3.5 mm diameter 18 mm length cat: 00234801835 lot: 14770 2.7 mm locking screw 16 mm length cat: 00482801602 lot: 16634. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that after the procedure the patient was experiencing pain and had a reported allergic reaction to chromium.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06857, 0001822565-2018-06866. 0001822565-2018-06869, 0001822565-2019-01926, 0001822565-2019-01927, 0001822565-2019-01928. 0001822565-2019-01933, 0001822565-2019-01934, 0001822565-2019-01935, 0001822565-2019-01936. Distal lateral fibular plate left 6 holes 106 mm length pn: 00235701806 ln: unk. Cortical bone screw self-tapping hex head 3.5 mm diameter 18 mm length pn: 00234801835 ln: unk. 2.7 mm locking screw 16 mm length pn: 00482801602 ln: unk. 2.7 mm locking screw 16 mm length pn: 00482801602 ln: unk. 2.7 mm locking screw 16 mm length pn: 00482801602 ln: unk. Cortical bone screw self-tapping hex head 3.5 mm diameter 16 mm length pn: 00234801635 ln: unk. Cortical bone screw self-tapping hex head 3.5 mm diameter 16 mm length pn: 00234801635 ln: unk. Cortical bone screw self-tapping hex head 3.5 mm diameter 16 mm length pn: 00234801635 ln: unk. 2.7 mm locking screw 14 mm length pn: 00482801402 ln: unk. 2.7 mm locking screw 12 mm length pn: 00482801202 ln: unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.